Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the metal rings fallen out in washer. No was patient affected.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "metal rings fallen out in washer. No patient affected." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that bfa206a, attune conv shim sz5 10mm had a missing ring a definitive root cause could not be determined for missing components. The provided evidence was not sufficient to confirm the reported event fell apart ¿ unattached.¿ the photo investigation revealed that bfa206a, attune conv shim sz5 10mm was scratched/nicked. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure." Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the attune conv shim sz5 10mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.